Manufacturer narrative:
B5: information added. H6 impact code added: medication required.

Event description:
It was reported that thrombus occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained, heparin was given for anticoagulation, and a watchman fxd curve access system (was) was inserted, followed by a pigtail catheter. Following laa angiography, a thrombus was visualized upon removal of the pigtail catheter. The was was retracted into the right atrium, where imaging confirmed no thrombus in the laa or left atrium. The implanting physician re-advanced the was to the laa and proceeded with inserting a watchman delivery system and closure device (wds) which was deployed. The first wds deployment did not meet release criteria, and a full recapture was performed to form the flx ball. While adjusting position at the laa ostium, thrombus was again observed at the ostial region. The thrombus subsequently migrated and was visualized in the aorta, after which it was no longer detectable on imaging. Given the thrombus formation and subsequent embolization, the procedure was cancelled. The patient remained stable. The patient is expected to fully recover. In the physicians opinion, thrombus formation occurred despite standard procedural technique and may have been related to heparin-induced thrombocytopenia (hit). It was further confirmed that the thrombus was visualized on the pigtail catheter and seen on transesophageal echocardiogram (tee) imaging. The first activated clotting time (act) was 243 seconds, and it was measured ten minutes after the first heparin administration (after septal puncture). An additional 1cc of heparin was administered in response to the thrombus event. The patients condition has remained unchanged and is improving, and the physicians decided to surgically close the laa instead. The patient also has autoimmune hepatitis.

Event description:
It was reported that thrombus occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained, heparin was given for anticoagulation, and a watchman fxd curve access system (was) was inserted, followed by a pigtail catheter. Following laa angiography, a thrombus was visualized upon removal of the pigtail catheter. The was was retracted into the right atrium, where imaging confirmed no thrombus in the laa or left atrium. The implanting physician re-advanced the was to the laa and proceeded with inserting a watchman delivery system and closure device (wds) which was deployed. The first wds deployment did not meet release criteria, and a full recapture was performed to form the flx ball. While adjusting position at the laa ostium, thrombus was again observed at the ostial region. The thrombus subsequently migrated and was visualized in the aorta, after which it was no longer detectable on imaging. Given the thrombus formation and subsequent embolization, the procedure was cancelled. The patient remained stable. The patient is expected to fully recover. In the physicians opinion, thrombus formation occurred despite standard procedural technique and may have been related to heparin-induced thrombocytopenia (hit).